Event description:
The reporter stated that three accudrain drains were observed to be leaking from the lumbar catheter connection. In a follow up email, the reporter stated that there was no harm to the pts as a result of the malfunctions.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.